Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device exhibited oversensing and pacing inhibition. Additionally, the patient experienced dizziness and a syncope episode. It was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Detailed testing of the battery performance revealed a depleted cell with no battery-related failure determined. The device case was put under external power conditions in order to induce the device to entering in safety mode, which was unsuccessful. Despite analysis, the root cause of the device entering in safety mode could not be confirmed.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device exhibited oversensing and pacing inhibition. Additionally, the patient experienced dizziness and a syncope episode. It was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.